Event description:
While setting up for next or case, crna certified registered nurse anesthetist discovered hole in flexible anesthesia circuit tubing. Tubing was removed and replaced with tubing without holes.